Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced high blood glucose levels. The customer's blood glucose level was 500 mg/dl at the time of the incident. The customer treated the high blood glucose with a bolus. The customer did not mention any symptoms. The customer also stated he noticed a large bubble in the infusion set. Customer could not describe the approximate size of the air bubble. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Customer stated he would replace the infusion set because he is aware the infusion set is not delivering properly. Customer declined to provide any further details about the high blood glucose due to declining to troubleshoot. The insulin pump will not be returned for analysis.